Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that could not capture. Fluoroscopy was performed, and it was noted that the lead had moved. The lead was repositioned on (B)(6) 2019. The patient was stable.